Event description:
A report was received on 8/8/07 that two carts at coastal carolina medical center had malfunctioned. It was reported that there were issues with the function of the latching mechanisms on both carts. In the first case, it was described that there was difficulty in opening the cart and additional force was required gain access. In the second case, it was reported that the emergency room staff could not retract the latch and gain access the top storage area of the cart. The cart was moved aside and a second cart in the area was utilized. In both cases, the carts in question were removed from service and replaced/returned for evaluation. The facility representative reported there were no negative impacts associated with the reported incidents.

Manufacturer narrative:
The returned lec cart was visually examined and disassembled for inspection of internal components including the cart locking mechanism. Upon arrival it was noted that the carts had sustained significant damage in return shipment and, in one case, part of the latching mechanism had been dislodged from its proper position. See attached photos. Prior to disassemble, some binding of the locking mechanism was observed when the paddle-latch was retracted into the cart. Upon disassemble, the individual components were examined. Other than the damage noted above and several marginally loose nuts, no excess wear was noted on the bushings or other components, and no contamination was obvious that would affect the function of the mechanism. Upon reassembly, the mechanism operated freely. As such, the reported failure mode could not be replicated. This reported incident is similar to 4 reports filed in 2006. Design changes have been implemented to improve the reliability of the mechanism. Additional instructions are being prepared describing recommended lubrication of the mechanism in question. Review of the manufacturing paperwork for this cart showed no anomalies related to the function of the mechanism and that the cart functioned normally when assembled for shipment in september of 2004.